Event description:
It was reported that a vns patient implanted with a new generator in 2010 was presenting high lead impedance during a routine office visit and would be referred back to the surgeon. There were no reports of trauma or manipulation and no x-rays were taken. The patient's device will remain programmed on until revision surgery can occur. Surgery has not occurred to date.

Manufacturer narrative:
Analysis of programming/device diagnostic history performed.

Event description:
Additional information was received on (B)(4) 2012 via implant card where it was reported that on (B)(6) 2012 the patient underwent generator revision to address the high lead impedance. Follow up revealed that the lead was explanted and replaced as well. Good faith attempts to obtain the explanted products for analysis have been unsuccessful to date.